Event description:
Anastomotic leak - pt had low rectal cancer, but received no chemo or radiation treatment prior to surgery. Surgery was done to remove the cancer (lar (tme)) procedure. A drain was put in and 4 days later, the drain contained stool, confirming a leak. Pt was taken back to surgery and diverted. Pt is doing fine.